Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #20 it was verified its non osseointegration. A 70 ncm of primary stability was achieved, immediate load was performed and the implant was carried out immediately. Patient had low bone quality (bone type IV) and bone graft was not executed.